Manufacturer narrative:
Investigation summary : photos of 3 customer returned samples were submitted for investigation. The photos were evaluated by and the indicated failure mode for damage inside the tube with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damage inside the tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage inside the tube. However, this defect is not caused by any process during the manufacturing of this product. The exact cause of the failure mode cannot be determined for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® edta tubes that an unspecified number of tubes contained burs inside the tube wall. There was no health impact or consequence reported.

Manufacturer narrative:
The manufacturing location for this product is fukushima, japan. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® edta tubes that an unspecified number of tubes contained burs inside the tube wall. There was no health impact or consequence reported.